Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30302598m number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with thermocool® smart touch¿ electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, the patient became hemodynamically unstable. Pericardial effusion was detected. The procedure was stopped and a pericardiocentesis was performed to remove unspecified amount of fluid. After the intervention, the patient was stable, no further events occurred. There is no information about the hospitalization. In the opinion of the physician, the event occurred during the transseptal puncture. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the available information the event will be conservatively reported under the ablation catheter.